Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, the user reported experiencing a low blood glucose (bg) event, which the user had already treated. Blood glucose (bg) was 61 mg/dl and rising at the time of the call. The agent reviewed proper low correction practices, and the user admitted to overcorrecting the low, leading to a rebound rise. The user noted an increase in low events since lowering the dexcom g7 continuous glucose monitoring (cgm) target rate and requested additional training. The agent scheduled an appointment for further review. The user's reported symptoms during the event included feeling low, slightly lightheaded, and "a little off." Lowest blood glucose (bg) recorded was 61 mg/dl. Bg was corrected with food and four glucose tablets. No medical intervention was required at the time of call.